Event description:
The customer reported that the battery looses connection when moving monitor. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery looses connection when moving monitor. There was no report of pt involvement. The battery was evaluated at philips in a similar mrx device and the failure was verified. Philips sent the customer a new battery which resolved the failure. Philips confirmed the failure of the battery connection.